Manufacturer narrative:
This event was determined to a be a duplicate of manufacturer report number 0001811755-2019-00580 . Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the device disassembled while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device disassembled while it was being serviced at the user facility. There were no adverse consequences related to this event.